Event description:
The nurse of an (B)(6) male pt called zoll customer support to report that the pt's monitor was displaying a wrench code 100 (program image corrupt). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 100) has been confirmed. Upon investigation the monitor failed a memory test. A review of flag files shows that the monitor was abnormally shutting down in the filed. The cause for the failure was isolated to defective memory chips u308, u304, u305, and u306 on the monitor c/a board. The root cause for the defective memory chips could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.